Event description:
Due to the recall of the amo complete moisture plus solution, my daughter has experienced severe cornea infections in both eyes requiring antibiotics to the eyes, eye drops, and ointment. As well as multiple visits to the pediatric eye dr. Refitting of her lenses, limited use of her lenses, and scar tissue on the cornea. Dose or amount: daily. Frequency: once a day. Route: intracorneal. Diagnosis or reason for use: contact lense wearer. Event abated after use: yes. Event reappeared after reintroduction: no.